Event description:
Reporter alleged obtaining a discrepant blood glucose result of 320 mg/dl on the aviva system compared back to back with a result of 72 mg/dl on the doctor's system when testing was performed within 10 minutes. Reported indicated that she was experiencing some hypoglycemic symptoms during the time of testing, and she self-treated with orange juice given to her by the doctor. No other actions were reported or treatment received. No adverse event reported. A request was made for the return of the suspect device and replacement product was sent.